Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported, when turning on the cs300 intra-aortic balloon pump (iabp) with the patient not connected, "electrical test fails code #= 52 was displayed on the monitor. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the problem through the device logs. In order to fix the issue, front end((B)(4)) replacement performed, pressure transducer calibration performed. Functional checks and diagnostic tests. Regular operational tests.repair completed. The device has passed all performance and safety tests according to the parent company specifications. The device was returned to the customer and cleared for clinical use.

Event description:
The customer reported that before use, when turning on the cs300 intra-aortic balloon pump (iabp) with the patient not connected, "electrical test fails code #= 52 was displayed on the monitor. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).